Event description:
A customer contacted baxter's technical service center regarding a home patient (hp) stating that after a check heater line alarm she started therapy over with a new cassette but used the same bags during therapy on the home choice (hc). The technical service representative (tsr) advised that when starting therapy over, both lines and bags must be replaced. The tsr assisted with end of therapy early procedure. The hp would notify the peritoneal dialysis nurse (pdn). Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding the changing out of the cassette only. Ps advised the hp to start over with all new supplies if a problem is not resolved. The hp understood. The hp stated they started over with new supplies and resumed therapy. The hp did not follow up with the peritoneal dialysis nurse (pdn) regarding the alarm or changing of the cassette only. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a use error-reuse of single-use product is confirmed because the patient reported during trouble shooting of an alarm situation check heater line, patient switched the cassette but reused all the bags, which is a use error/poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident.